Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they hospitalized due to hyperglycemia. Customer's blood glucose level was 400 mg/dl to 500 mg/dl at time of incident. Customer had symptoms they may be indicative of the possible onset of diabetic ketoacidosis. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.